Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board due to wear and tear. The autopulse platform is a reusable device and was manufactured in september 2005, and it is over 15 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed multiple cracks at the screw well area of the front and bottom enclosures. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The damaged enclosures were replaced to address the observed issues. During archive data review, latch error 136 (internal parameter corrupted) was observed; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. In addition, during the power-on self-test, it was noted that parameters in backup memory (non-volatile ram) had been corrupted. The root cause was the defective processor board, which should be replaced to remedy the faults. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.